Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) not sustaining helium, possible leak and top display had permanent vertical line displayed. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) not sustaining helium, possible leak. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: d5, g2, e2, e3. A getinge field service engineer verified the unit and found helium leak and line on top display. He replaced helium fill assembly(d997-00-0565)assy, top display(d160-00-0123). Ran and passed all performance and function tests.

Event description:
N/a.